Manufacturer narrative:
The device was discarded; however, a catheter was returned from the same model from the same hospital and similar event. An MDR ( no. 2015691-2010-13014) was submitted and there was no defect found. This event was determined to be reportable following edwards standard procedures. A device history record review could not be completed as the lot number was not provided.

Event description:
Reportedly, over the last couple of weeks, the clinician has been experiencing unreliable numbers. It was reported that the cardiac surgeon stated that the catheter was not providing reliable numbers, the number would actually disappear. It was also stated that when transducing the pressure numbers from the catheter to the transducer, numbers would disappear. There were no patient complications. This device was discarded; however, one device from the same hospital, same model and similar event was returned and evaluated.